Event description:
On (B)(6) 2025, clinic laser technician reported an incident to sciton service that during a treatment, the device failed to respond despite having the foot pedal down and "nothing was happening." She states that once the pedal activated it then delivered "a couple of pulses and then all of the sudden a huge pulse shook the hand piece and burned the client." She requested service to come look at the device. She attached an image to her email of the patient's burn, as well as a video of the handpiece.

Manufacturer narrative:
On (B)(6) 2025, sciton clinical specialist introduced herself as a member of the sciton clinical team and acknowledged clinic laser technician concern about the burn and the potential misfiring of the heroic device. Sciton clinical specialist noted that in the video, which was shared by the clinic, it was difficult to determine whether the device was misfiring because proper operation requires both the foot pedal to be fully pressed and continuous movement of the handpiece for the device to fire. If either stops, such as lifting off the pedal or pausing movement, the device will stop pulsing as designed. Sciton clinical specialist explained that the heroic device tracks the speed of movement and only pulses accordingly. Sciton clinical specialist also clarified that the bruise settings are intended for facial bruises, and that sciton does not currently offer protocol settings for treating body bruises. Regarding the burn, sciton clinical specialist recommended following standard burn care protocol: keeping the area clean, avoiding sun exposure, and applying an occlusive barrier like aquaphor to maintain skin hydration during healing. Sciton clinical specialist mentioned that a service appointment is being scheduled to evaluate the device for possible misfiring, and that sciton service engineer would provide updates on the timing. Sciton clinical specialist also encouraged clinic laser technician to reach out with any further questions. On (B)(6) 2025, sciton clinical specialist called clinic laser technician to follow up on this case, as sciton clinical specialist had not received a response to her last email. Sciton clinical specialist left a message with her receptionist since clinic laser technician was out of the office. Sciton clinical specialist informed her that she wanted to go over settings and post procedural care for this patient. The receptionist said she would pass this information along to the clinic laser tech. On (B)(6) 2025, sciton clinical specialist followed up with clinic laser tech via email and let her know that she had left a message with her receptionist the previous week. In the same email, sciton clinical specialist also checked in regarding the patient, asking what settings were used during the treatment and how she managed the patient's burn. Clinic laser tech responded on the same day and stated, "I was out of the office and just got back today. I spoke with sciton service engineer this morning. Service did come and said we had a corrupt sd card. And they replaced it. Hopefully this solves the issues." Sciton clinical specialist followed up to this message and let her know to reach back out if she needs any additional support. On (B)(6) 2025, sciton service engineer was unable to verify that bbl system was pulsing several times at once. Fired 500 plus shots. Found during evaluation that the system was not passing the data fidelity, the marks on the data fidelity test would also disappear during testing and flash on the screen. After going over this information with sciton engineering, he recommended replacing the sd card. After replacing sd card, heroic system passed the data fidelity test, and the display no longer flashed the position data. Tested and fired all bbl in user mode and verified output. No other problems found. On (B)(6) 2025, sciton clinical specialist emailed sciton service engineer to confirm whether the issue, as clinic laser tech mentioned, was service related and due to a corrupt sd card. Sciton service engineer emailed back and stated, "it seems that the sd card corrupted and was replaced. This recommendation was made from our engineering team to replace it as the fidelity data was missing." Sciton clinical specialist followed up with sciton service engineer asking if the sd card corruption could have led to the burn of the patient. Sciton service engineer replied stating that it's difficult to determine whether the corrupted sd card directly caused the patient burn. He also mentioned that he had previously spoken with clinic laser tech to troubleshoot the issue. During their call, he learned that her treatment bench is metal, which he explained could cause issues with the heroic system due to magnetic interference. He also noted that electronic devices like phones or an apple watch, which clinic laser tech wears during treatments, could contribute to the problem. He advised keeping electronics away from the system. Sciton service engineer stated that clinic laser tech was going to try it and follow up with him. (B)(6) 2025: according to sciton engineering manager, corrupted sd card is very unlikely to have caused reported misfiring of the handpiece. (B)(6) 2025: sciton regulatory talked to clinic laser tech over the phone. Clinic laser tech clarified that first two pulses were fine. The third single pulse was loud, and she reported that it shook the patient and patient was burned. She also stated that the skin peeled off and blistered like a regular burn. Silvadene was prescribed to treat the burn. Patient is doing fine now. No issues have been reported since the last service visit.